Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 8 days post implant of this 23mm aortic bioprosthetic valve, the patient presented to the emergency department complaining of irregular heartbeat. It was reported that the patient had developed a new onset of atrial fibrillation (afib) with right ventricular response (rvr). An electrocardiogram (ECG) also showed a heart rate of 124 with nonspecific st and t-waves. It was also noted that the patient was mildly hypotensive. The patient was administered a calcium channel blocker medication and saline and was subsequently started on a antiarrhythmic infusion and was administered anticoagulation. No additional adverse patient effects were reported.